Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Potential lot numbers reported as 1l46174, 1l16607, l717190 or l990558 complainant part is not expected to be returned for manufacturer review/investigation. Phone number a device history record (DHR) review was conducted: part no.: 04.503.104.04s lot no.: 1l16607 manufacturing location: bettlach supplier: frueh ag release to warehouse date: 20. Aug. 2018 expiry date: 01.aug.2028 part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.503.104.20 / h626973: manufacturing location: monument manufacturing date: 30-apr-2018 part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm lot number: h626973 (non-sterile) lot quantity: 220 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h511969, lot quantity: 1,735 lbs. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Part no.: 04.503.104.04s lot no.: 1l46174 manufacturing location: bettlach supplier: frueh ag release to warehouse date: 12.sep.2018 expiry date: 01.sep.2028 part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.503.104.20 / h611966: manufacturing location: monument manufacturing date: 11-apr-2018 part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm lot number: h611966 (non-sterile) lot quantity: 220 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h288739, lot quantity: 3,408 lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part no.: 04.503.104.04s lot no.: l717190 manufacturing location: bettlach supplier: frueh ag release to warehouse date: 09.jan.2018 expiry date: 01.jan.2028 part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.503.104.20 / h481192: manufacturing location: monument manufacturing date: 16-oct-2017 part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm lot number: h481192 (non-sterile) lot quantity: 220 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h288739, lot quantity: 3,408 lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part no.: 04.503.104.04s lot no.: l990558 manufacturing location: bettlach supplier: frueh ag release to warehouse date: 02.aug.2018 expiry date: 01.jul.2028 part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.503.104.20 / h636522: manufacturing location: monument manufacturing date: 11-may-2018 part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm lot number: h636522 (non-sterile) lot quantity: 240 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h511969, lot quantity: 1,735 lbs. These lots met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H11 corrected data: d6: device broke during insertion; device not considered implanted. E3 h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the head of the matrix neuro screw was detached from the screw shaft while the surgeon was inserting the screw into the patient's skull. The surgeon confirmed that the screw shaft was completely implanted because the top of the shaft was equal height of the plate thickness. Thus, the surgeon decided to keep the broken shaft into the patient¿s skull. There were a total of sixteen (16) screws that were used during the surgery. The procedure was successfully completed with no surgical delay reported. Patient status was stable. Concomitant device reported: unknown matrix neuro plate (part # unknown, lot # unknown, quantity 1). Matrix neuro screw (part # 04.503.104.04s, lot # unknown, quantity 15). This report is for one (1) matneu screw 1.5 self-drill l4 tan. This is report 1 of 1 for (B)(4).